Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no visible defects detected. Permeability test: the test showed that the progav 2.0 shunt system is permeable. The pieces of catheter were also permeable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, slightly deposits were found on the grommet of the progav 2.0 and shuntassistant. Results: based on our investigation results, we cannot identify a blockage in the shunt system. However, we assume that the deposits found on the grommets of the valves may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsytsem (#fx434-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to have a blockage. The shunt pressure value was adjusted to 0 cm, and the size of the ventricle remained unchanged. It was found that cerebrospinal fluid could only flow out by pressing the reservoir, so the product was removed by doctor on (B)(6). The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.